Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Right ventricular pacing impedance was out of range (oor) low. Lead impedances were between approximately 65 and 350 ohms. 9,609,071 low impedance paces were recorded post lead warning on (B)(4) 2012.

Event description:
It was reported that impedance on the vdd lead has been low since implant. The physician suspected a fracture under the atrial coil when checked under fluoroscopy. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.